Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# va1ju59, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the ens being stuck in the searching mode (and not being on) was that the patient¿s husband threw the ens away so the controller was unable to find it. Also, the cause of the wire being cut was due to the patient¿s husband attempt to change the dressing instead of going to the doctor. It was noted that the physician and patient were happy with the results of the trial (until the wire was cut) and they good about moving forward to the implantable neurostimulator (ins) system. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4).

Event description:
Information was received from an advanced evaluation trial patient with an external neurostimulator (ens). The patient reported that their spouse accidentally cut the wire on their back side. The patient reached out to their healthcare professional (hcp) and they were moving forward on thursday with the implanted device. The patient noted that their trial went well for the days they were able to test out, the device worked well for them and they would be moving forward. The patient then stated that their hcp told them to reach out to the manufacturer to provide information. The patient noted that they believed that the device was off and stated that they tried turning the device on but it was just in searching mode. No further complications were reported or were expected.